Event description:
It was reported that the user experienced difficulty twisting the connector to the right to lock the cartridge into the pump, consistent with an inability to attach the connector during setup. Customer care provided support that included customer troubleshooting. Investigation of this case revealed that performing a pump rewind and replacing the connector resolved the issue, indicating the initially used connector did not lock as intended while a replacement functioned as expected. No clinical symptoms reported during the event. Outcomes included successful completion of the supply change without impact to blood glucose. It was concluded that the event was user interface or component fit related, with normal device function confirmed after connector replacement.